Manufacturer narrative:
The company rep examined the system and replaced the pneumatic module. Preventive maintenance was performed. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during surgery a system message displayed and would not clear. Surgery was completed with an alternate console. No known pt harm.